Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device reportedly overheated. 14 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 14 previously reported events are included in this follow-up record. Product return status 14 devices were received. Event confirmation status 2 reported events were confirmed. 12 reported events were not confirmed. Evaluation results 4 devices were found to be affected by a worn sag head assembly. 1 device was found to be affected by worn bearings. 1 device was found to be affected by an electronic component failure. 8 devices had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 14 events were reported for this quarter. Product return status: 5 devices were received. 9 device investigation type has not yet been determined. Event confirmation status: 5 reported events were not confirmed. Evaluation results: 5 devices had no problem found. Additional information: 14 devices were not labeled for single-use. 14 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device reportedly overheated. 14 events had no patient involvement; no patient impact.